Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a broken bio off connection port. A field service engineer replaced the bio ID scanner and inspected the connections to address the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that the pyxis anesthesia es system bio ID frequently experienced failures. The customer reported that the bio-ID system for the or2 anesthesia machine has malfunctioned on three separate occasions. Although they managed to resolve the issue by restarting the machine. This issue arose while the customer was attempting to access medications. There were no adverse events or injuries reported based on this incident.